Event description:
It was reporte that the lead did not function well since shortly after implant. The lead was repositioned and is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.